Event description:
End user's son stated that the stitching around the edge of the r115 sling, for an unknown lift, is causing a large pressure sore on his mom's buttocks and legs. No defects in the sling. The consumer went to the emergency room for another reason and they put a special bandage on the wound, but nothing else.